Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the results of the troubleshooting was unknown, but the patient was scheduled to see their hcp on (B)(6) 2019. The cause of the ins not depleting was not determined. The issue was not resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep was with the patient at the time of the call to do more troubleshooting. The normal impedances were reviewed. Having the caller palpate and position retesting with no changes to impedance values. Historical impedances and current impedances seemed to be normal range (1000 ohms) with the left ins. The patient continued to have a return of symptoms on the right side of the body. The patient didn¿t report the ins had flipped approximately 4 times and they manually flipped the ins back to position in approximately 2015. The patient also believed that their pocket adapter was an issue. The main concern was the recharge interval. The recharge calculation on the left side (reported ins suspected issue) was every 5+ weeks and the right side which was reported as similar settings but had higher pw and amplitude with a recharge interval of 2+ weeks 0-100% charge. The caller created a new group for the patient to use using constant current set to 3.3ma ¿ patient to use cc and report of any oor when having therapy changes. The patient had dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the rep said the battery on the left side was not dropping as fast as the right implant, although both sides had similar programming. The rep said the patient noticed the right would drop 25% and the left was still at 90%. The rep did say the patient had a return of symptoms on the right side of the body. It was reviewed to make sure the left implant was on. It was also recommended that high impedances would cause implant to use less energy. The rep stated they did check for impedances and noticed there were impedance issues on contacts that weren¿t programmed. An x-ray could be used but the connection issue had to be obvious. The rep would meet with the hcp for troubleshooting. There were no further complications reported.